Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a direct correlation between heartmate ii lvas, and the reported events as well as the reported patient history could not be conclusively established through this evaluation. Additionally, the reported stroke and power elevations could not be correlated to the reported patient history of thrombus, elevated ldh and low flow events. Furthermore, review of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause for these findings could not be conclusively determined. The patient remains ongoing on heartmate ii lvas, and no further related events have been reported at this time. The hmii lvas IFU lists stroke, device thrombosis, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document outlines indications of pump thrombosis as well as how to respond to such events. In reference to pump power, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the hmii IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 years and 11 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of suspected pump thrombus, elevated lactic acid dehydrogenase (ldh), and persistent low flows. The patient presented with aphasia and right upper extremity weakness. A CT revealed acute ischemic cerebrovascular accident. Prothrombin time international normalized ratio (inr) was subtherapeutic between (B)(6) 2019 and later became supratherapeutic on admission. Lvad power spikes were also noted. The manufacturer's technical services reviewed the log files and noted unsustained power elevations. No low flow events or any other unusual events were noted. The overall trend was unremarkable and typically not suspect of thrombus. Further information was requested, but not provided.